Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tap of an insertion handle does not match the nail, possibly due to a break. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was returned to the manufacturer for review/investigation on (B)(4) 2014. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: february 17, 2012 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The part was received with the nose for alignment sheared off. The present insertion handle was as far as possible analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture surface is completely grounded. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description we are not able to determine the exact cause of this occurrence. However, it appears that a loose connection with the nail caused this shearing of the nose. Such a loose connection can lead to a mechanical overload at the nose as the force is only applied onto the nose. In addition we found that the device has clearly visible deformations where the attachments were fixed, which indicates that this was an often and intensely used instrument. So wear and tear could also have played a certain role. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.